Event description:
It was reported that during a kidney biopsy, the device allegedly fired without pressing the triggers prior to puncture. The device was inspected and was allegedly dry-fired outside of the patient. The procedure was completed by exchanging for a new device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one maxcore biopsy needle was returned for evaluation. During functional testing the device functioned as expected under laboratory conditions, the needle was able to pass the drop test, prime, fire, and obtain samples without issue. The reported failure could not be recreated. An x-ray revealed incomplete cannula tang engagement, and upon disassembly the left bumper was found overlapped by the stylet spring. Additionally the stylet tangs were found to be slightly under specification. Therefore, the investigation is unconfirmed for the alleged self-activation. The identified under specification stylet tangs may have contributed to the original event. Additionally the identified overlapped bumper may have contributed to the reported failure mode. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labelling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that during a kidney biopsy, the device allegedly fired without pressing the triggers prior to puncture. The device was inspected and was allegedly dry-fired outside of the patient. The procedure was completed by exchanging for a new device. There was no reported patient injury.